Event description:
As reported by the user facility information by bbm sales organization in ukraine: "chemo leakage". An oncological patient is undergoing chemotherapy treatment. The drug, fluorouracil - 3600 milligrams (mg) 72 milliliters (ml) and sodium chloride 0.9% - 388 milliliters (ml), was introduced into the pump and administered to the patient. The patient returns home before the end of the infusion and was complaining about the pump leaking. Reportedly the patient did not receive the daily dose of the oncological drug, the pump was replaced with a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR):- reviewed the DHR for batch 22b18gea71 with article (B)(4), there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: received one sample of easypump ii lt 400-40-s-cis without original packaging. As received condition, the sample was clamped, some water was filled, and the wing cap was not attached. Analysis: discofix cap was removed, and no abnormality was observed. To analyze the root cause of leakage, the sample was filled with red dye solution until its nominal volume. The complaint sample was unclamped, and the solution flowed out immediately. No leakage was observed from filling port, valve area, silicone sleeve, filter and tube connection. However, the describe leakage could be due to intermittent leakage which caused by improper valve positioning which is addressed in an approved project. Summary of root cause analysis: no leakage nor abnormality was observed on complaint sample. Hence, we considered this complaint as not confirmed. Cause : cause could not be determine no leakage nor abnormality was observed on the complaint sample. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.